Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a directlink module would not display an icp value immediately after a thrax rx photograph was taken, while this complaint lists the directlink monitor, icp extension cable and the patient monitor interface cable, along with a rohs microsensor, the group reporting the event believe that the problem is probably the sensor. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? No. Were there any adverse consequences to the patient? No longer monitoring possible, patient had to go to CT (=additional scan) to get an idea of the problems/ about what happened in the brain. Was the device revised or was it removed and monitoring discontinued? Sensor was implanted on (B)(6) and removed (B)(6). Problem occurred on the (B)(6).

Manufacturer narrative:
(B)(4). A review of manufacturing records for the finished good was performed, which confirmed the lot and serial number. No discrepancies were found in this lot and product code combination. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. A review of manufacturing records for the sensor component found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the device failed water pattern testing: off scale at two days, 15 hours; unable to balance sensor. All three sensor wires appeared charred/burned. The center sensor wire was not reading. Due to the condition of the device, complete testing was not able to be performed. Based on the evaluation of the device, the supplier confirmed the issue and determined the cause of failure to be use related. It is suspected that the sensor was overheated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.